Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the tubing set generated a distal occlusion alarm. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during the reported installation of the tube set into an unspecified gemstar pump, the pump alarmed for distal occlusion. The tubing set was replaced. The customer contact indicated that after the tubing set was replaced, the pump worked correctly. Though requested, no additional information was provided.